Event description:
It was reported that the patient experienced a distal embolism associated with the jetstream procedure. A 2.4mm jetstream xc catheter was selected for endovascular therapy to treat the middle part of the right superficial femoral artery. During the procedure, the patient experienced a distal embolism of the popliteal artery. The embolism was resolved with percutaneous transluminal angiography treatment using a balloon catheter. No further patient complications were reported.